Event description:
It was reported by svc report that a nurse was checking the power cord and was allegedly shocked. There was pt involvement and adverse consequences were reported.

Manufacturer narrative:
Power inlet module.